Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into the sheath. The device was removed and tried again, but it did not fit. There were no reports of patient injury. The device was intended for use in a trans-arterial chemoembolization (tace) treatment. The device will be returned for evaluation. Addendum: the sealant was present on manufacturing position partially exposed.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into the sheath. The device was removed and tried again, but it did not fit. There were no reports of patient injury. The device was intended for use in a trans-arterial chemoembolization (tace) treatment. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for this investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, the stopcock was in the open position, and a syringe was returned detached from the unit. However, a catheter sheath introducer (csi) was not returned for this evaluation. The sealant was present in its manufactured position, partially exposed, with the sealant sleeves showing frayed/split/torn conditions. It was not possible to execute an insertion/withdrawal functional analysis with a cordis lab sample csi due to the condition of the returned device, where the sealant was swollen, and the sealant sleeves were observed to be frayed/split/torn. Nevertheless, based on the observed sealant exposure, a functional simulated deployment test was executed. During this analysis, the adequate deployment mechanism action of the received device was obtained. Buttons 1 and 2 were fully depressed, resulting in the sealant deployment and balloon retraction. A high magnification evaluation of the sealant sleeves' conditions was executed. During this analysis, based on the observed conditions of the sealant sleeves, it was determined that the presence of frayed/split/torn characteristics resulted in the premature deployment of the sealant. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed and the swollen sealant. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.